Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of a "low voltage shock sensation in the shoulder area". Interrogation of the device revealed several ventricular high rate episodes. Follow-up was conducted to obtain information on the patient and whether the event was device related and it was disclosed the patient was referred to the surgeon. Records indicate the device remains in use. No further patient complications have been reported as a result of this event.